Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Urinary incontinence and urethral stenosis/stricture are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of urinary incontinence and urethral stenosis/stricture are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an artificial urinary sphincter (aus) experienced urinary incontinence. A replacement surgery was performed, during which the physician confirmed urinary incontinence was secondary to a radiation related stricture. The device was explanted and replaced. There were no further patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an artificial urinary sphincter experienced a radiation related stricture. A replacement surgery was performed, during which the physician explanted and replaced the device. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of urinary incontinence and urethral stenosis/stricture are known risks associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an artificial urinary sphincter aus experienced urinary incontinence. A replacement surgery was performed, during which the physician confirmed urinary incontinence was secondary to a radiation related stricture. The device was explanted and replaced. There were no further patient complications.